Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, it minute volume and tidal volume readings were zero. The ventilator was disconnected from the pt and the pt circuit was checked, but the readings continued to be zero. The ventilation mode was changed to pressure control to check the circuit, but when the ventilator was changed back to the pressure regulated volume control (prvc) mode, the volumes defaulted to 160 mls/240 mls, and it was not possible to ventilate the pt. (B)(4).